Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging that the patient experienced a blood glucose of 40 mg/dl with cognitive impairment and feeling ¿anxious¿ associated with an alleged inaccurate delivery issued. Reportedly, the patient remained on the pump and self-treated with glucose tablets and food and/or drink as treatment. During troubleshooting with customer technical support, the reporter stated that the patient had severe low bgs for the past year due to being under stress. The reporter stated that the patient was nervous to go to sleep because they ¿had a tendency to run low¿ so the patient had been running temp basals at night to compensate. The patient was advised to refer to their health care provider. It was noted that the basal totals in the total daily dose did not match because the patient made changes to the basal program. All boluses were recorded as programmed. This complaint is being reported because the patient experienced hypoglycemia associated with user error (making changes to the basal program) and not pump malfunction.